Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited one episode of noise on the right ventricular (rv) channel. The noise was oversensed and led to pacing inhibition with seconds of asystole. Boston scientific technical services (ts) reviewed data from the implanted device and provided troubleshooting and reprogramming recommendations. The physician elected to perform reprogramming and will continue to monitor the system. The crt-d and the rv lead remain in service. No adverse patient effects were reported.